Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and significant chordae presence for a mtiraclip procedure. During the procedure, a mitraclip was being placed. The first grasping attempt was unsuccessful, a second attempt was successful and the clip was implanted. A second mitraclip was advanced and while attempting grasping it was visualized that the first clip had a single leaflet detachment (slda). The first clip was no longer attached to the anterior leaflet. The second clip was repositioned and implanted successfully to stabilize the first clip and reduce the mr. The procedure was discontinued, the final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.